Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
=The reporter indicated that on (B)(6) 2022 a 13.2mm, vticmo13.2, -9.50/1.0/091 (sphere/cylinder/axis), implantable collamer lens tore/broke during loading, there was no patient contact. On (B)(6) 2022 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event was unknown.